Manufacturer narrative:
The investigation confirmed that multiple higher than expected vitros vanc quality control results were obtained while using the vitros 5600 analyzer. An ocd field engineer performed 'as needed' maintenance and adjustments to the cuvette incubator and photometer subsystems. Performance testing following maintenance verified that the equipment was returned to expected operation. The root cause of the event is most likely due to an equipment related issue.

Event description:
The customer obtained multiple, higher than expected vitros vanc quality control results (biorad level 3 = 42.29, 40.65, and 40.76 g/ml vs. Expected result of 31.2 g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)